Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an 85% stenosed, heavily tortuous, and mildly calcified de novo lesion in the left circumflex artery. Following pre-dilatation, a 3.0x23mm xience prime stent was deployed at 10 atmospheres (atms). Post-dilatation was performed at 14 atmospheres with a 3.0x12mm non-compliant (nc) balloon; however, a distal edge dissection was noted. A 3.0x18mm xience prime stent was used to successfully cover the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.